Manufacturer narrative:
Per authorized service personnel (asp) the unit serial number is (B)(6). The replacement part mmi board is defect on arrival.

Manufacturer narrative:
The authorized service personnel (asp) stated that the issue was discovered during setup for patient use. The user immediately swapped the unit¿no impact on patient care. Per asp, the equipment has been out of warranty. A repair quote was sent to the customer and is pending customer response.

Manufacturer narrative:
Per authorized service personnel (asp) the device is normal after the man-machine interface (mmi) board was replaced.

Event description:
The customer reported that the device¿s touchscreen is faulty. The customer reported that the unit was not in use on patient at the time of the event. The customer contacted product support and requested for service repair.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).